Event description:
Complaint is reported as: "while in use on a patient, isis adaptor became disconnected where the tubing and purple hub meet." The patient condition is reported as fine.

Manufacturer narrative:
The investigation report is complete at this time. A follow-up report will be submitted when investigation is complete.